Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was power off and not connected to network. The field service engineer (fse) confirmed that the pharmacist connected device to network and rebooted it successfully. The system functioned as intended after the field service engineer addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system failed to communicate with the server and was displayed as offline in remote support service. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.